Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2004 and a total left hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reports patient allegations of pain, inflammation and elevated metal ion levels. There has been no reported revision procedures. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-05005 / 05008).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2004 and a total left hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reports patient allegations of pain, inflammation and elevated metal ion levels. There have been no reported revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a left hip revision on (B)(6) 2014 and operative report noted the revision was due to pain and a MRI indicating the presence of fluid. The operative report further noted the presence of murky fluid consistent with metal-on-metal hypersensitivity and no significant changes along the bone of acetabulum. The taper adapter and modular head were removed and replaced. No revision procedure has been reported for the right hip. Additional information received in patient medical records noted that on (B)(6) 2014 patient's blood was tested.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions."

Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2004 and a total left hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reports patient allegations of pain, inflammation and elevated metal ion levels. There have been no reported revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a left hip revision on (B)(6) 2014 and operative report noted the revision was due to pain and a MRI indicating the presence of fluid. The operative report further noted the presence of murky fluid consistent with metal-on-metal hypersensitivity and no significant changes along the bone of acetabular from mom hypersensitivity. The taper adapter and modular head were removed and replaced. No revision procedure has been reported for the right hip.